Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient felt a return of tingling/pain in legs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's back surgeon felt the patient's ins rapidly changed the patient's scoliosis from "2016 thoracic 36 degrees and lumbar radiculopathy 10 degrees 2017 thoracic 49 degrees lumbar 50 degrees." The patient has had scoliosis as a child. The patient's scoliosis had increased more (B)(6) 2018. "The patient stated their ins was on 7 and they didn't know because of how high it was that it made a difference". The patient had their ins off for 6 months after their surgery then they got strange feelings in their legs, so the patient turned it back on and it took care of the pain. The patient stated that they just have the ins on for the beginning of their return of pain, and they still have severe leg pains but it is not nerve pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain. Information was reported that the patient is reporting a feeling of a return of pain in her legs. The patient stated the pain is a "weird sensation down the patient's right leg". Last night the patient was in bed and the patient had this pain going down to their ankle. The pain is not severe like it was before their implant. The patient reported she turned her stimulation off for her back surgery in (B)(6) 2018. The patient stated she has not had to use her ins since the surgery because she did not have pain. The patient stated that the back surgery was her scoliosis, nerve pain down her legs, and sciatica. The patient stated she has two rods, screws and "when they did her lumbar there was an enormous amount of nerves that were pinched." The patient stated her scoliosis was "moderate" after an x-ray in 2016 and doubled in severity when she got an x-ray almost exactly a year later. The patient stated she noticed her shoulder was "dropped more and the patient was leaning". The patient stated that two doctors think the ins caused the progression of the scoliosis to be "so rapid". The patient has not tried to turn her stimulation back on until today. The patient stated the ins battery is trying to charge and is blinking between 0% and 25%. The patient stated is has been plugged in for an hour. No further complications were reported. No additional patient symptoms were reported. [Please refer to (B)(4), blank pp screen ]